Event description:
Early 40¿s male with history of ventricular tachycardia. Procedure: implantation of cardiac defibrillator. During the procedure, the distal tip of the argon vascular micro puncture wire broke off and caused an embolism. It went from the left subclavian vein to the distal pulmonary arterial system. Retrieval was attempted in the left femoral vein, unsuccessful. Patient kept the night and discharged the next day, asymptomatic. Projected outcome good. Patient asymptomatic. Manufacturer response for introducer, catheter, v¿stick¿ vascular access set (per site reporter).